Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise. Upon interrogation, oversensing and automatic mode switch due to lead noise was noted. Programming changes were performed. The patient had no consequences.